Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set IV tubing separated while trying to push it into the IV chamber, causing venofer to leak out. The following information was provided by the initial reporter: "issue: alaris IV tubing separated while trying to push the tubing into the IV chamber. The medication spilled out and resulted in the pharmacy having to remake the venofer 400mg dose for patient. The IV was not attached and therefore no injury occurred, but did delay his start time... The tubing was discarded, was dripping with medication... Was there injury? N".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set IV tubing separated while trying to push it into the IV chamber, causing venofer to leak out. The following information was provided by the initial reporter: "issue: alaris IV tubing separated while trying to push the tubing into the IV chamber. The medication spilled out and resulted in the pharmacy having to remake the venofer 400mg dose for patient. The IV was not attached and therefore no injury occurred, but did delay his start time... The tubing was discarded, was dripping with medication... Was there injury? N.

Manufacturer narrative:
H6: investigation summary the customer reported the tubing disconnected and returned a photo of the incident. The photo verifies the complaint of separation at the lower fitment - solvent based tubing. The root cause could not be determined without the physical sample investigation. Device history record review for model 2426-0007 lot number 22109407 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.